Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # m53v60. The analysis found that one pce45a device was returned in good visual condition and with one ecr45g cartridge reload present. The reload was received fully fired. Upon further analysis the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. In addition the knife was inspected under magnification and nicks were found. The found damage knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a semi-open left lower lobectomy, the staples were unformed when the device loading the ecr45g was fired on the bronchial tube at the 5th firing. The firing sound was as if the knife very slowly moved forward at the firing. Unformed staples were on 2 lines in the middle of the staple line of the patient's side. The staples formations were unformed (legs straight) and odd shapes. Then, ta stapler (covidien) was fired additionally to complete the case. Before this event, the device loading ecr45d was fired on the lung parenchyma 3 times, and then ecr45m was fired on the inferior pulmonary vein. There were no adverse consequences to the patient. After the operation, it was found that the middle part of the cartridge deck was damaged.